Manufacturer narrative:
A steris account manager conducted in-service training on (B)(6), 2010.

Manufacturer narrative:
A steris service technician inspected the washer and found one of the two safety switches on the washer door to be broken. Steris has tested and verified that while one safety switch was broken, the second one would have prevented the door from impacting the user's hand. As a precaution, the technician replaced both safety switches. The root cause of this incident is that the user facility was using incompatible washer baskets that are not designed for use with the vision single chamber washer. All warning labels were clearly marked on the washer pertaining to usage of the correct baskets and keeping hands clear from inside the washer. These warnings are also outlined in the vision single chamber operator manual. Steris has offered in-service training on the proper operation of this equipment and is awaiting the user facility's response.

Event description:
At the end of the washer cycle, the operator tried to force a basket out of the washer that had become jammed; while forcing the basket, the washer door came down and cut the employee's hand. The employee received stitches on the top of his right hand; the employee did not miss any time from work and the facility reported that he has no residual injuries. It was noted that the baskets had become stuck in the washer as they are not compatible with the vision single chamber washer.

Event description:
The user facility reported the employee has healed fully with no sustaining injuries.